Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for dilation. However, the shaft of the balloon broke as the physician tried to insert it into the body. The device was successfully removed without any complications reported in the patient.

Manufacturer narrative:
D4: lot number: updated from 33241493 device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed that at 53.5cm from the strain relief, the hypotube was separated. Microscopic inspection revealed no damage or irregularity. There was contrast present in the inflation lumen and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for dilation. However, the shaft of the balloon broke as the physician tried to insert it into the body. The device was successfully removed without any complications reported in the patient.